Manufacturer narrative:
The investigation has been completed. The impella rp flex was returned for evaluation. Upon visual inspection, no abnormalities were noted on the pump. Biomaterial was present within internal wall of inflow cage. The pump was attempted to be run at p-9 and immediate pump stop occurred. Additionally, high purge pressure alarms were triggered. The pump was soaked in tergazyme to remove biomaterial. A clean pump was attempted to be run again and immediate pump stop occurred again. A window was cut in the catheter just proximal to the motor and the purge line showed blood ingress. The purge sidearm was inspected further and a leak at the purge reservoir was noted. Data logs from the field were reviewed and long term logs showed purge pressure step down with increases in purge flow at each step after a purge cassette change occured five hours into support. Later in the case, motor current began to rise over a period of nine hours before motor current high pump stop occurred. The pump flow remained stable throughout the case. Clinical details noted that a leak was seen at the yellow luer connection to the purge sidearm. The root cause of the pump stop was due to a cascading events as a result of a purge leak at the reservoir resulting in blood ingress into the purge line causing a rise in motor current to pump stop. The purge leak reported by the customer was investigated under the failure mode of "pump stop". B.7 revised a word that was misspelled on initial manufacturer device report number 1220648-2024-19781. G.4 revised PMA/510(k)number as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-19781.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella rp flex with smart assist system with automated impella controller section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿

Event description:
The complainant reported that upon initial setup of the impella rp flex and insertion, purge fluid would not prime, but after straightening the tubing and disconnecting and reconnecting, prime was completed and impella rp flex was inserted without issue. Later in the afternoon, there was a question about whether the purge fluid was leaking at the yellow hub connection so the purge cassette was changed and leaking seemed to have stopped and purge pressures and flow were maintained within range. The following day, the impella rp flex experienced a motor current high and pump stop. Slightly leaking purge fluid at connector site was noted. Attempts to restart at p6 were unsuccessful as well as attempts to restart at p2. The physician removed the impella rp flex at bedside. During this time, blood pressure dropped and pulsatility decreased and temporarily they had to restart levophed. As soon as the impella rp flex was removed, hemodynamics began to improve and return to baseline. The patient survived the explant.